Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose level of 400 mg/dl and 35 mg/dl. The customer treated with oj for low blood glucose. The product was not returned for analysis.